Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: during 3rd clip ligation, the user noticed a strange noise from the applier. The user found the jaws were deformed. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The DHR for the instruments in question was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(6) facility as part of a 50pc. Lot in september of 2016. The returned instrument was evaluated and found that the end of the tube assembly where the jaws are attached is bent and damaged and the pivot pin is popped and the drive rod is also bent where it attaches to the jaws and the jaws are damaged and misaligned to each other and loose thus we are able to validate the alleged complaint. Parts were 100% visually inspected and tested at the (B)(6) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the tube assembly to be bent/damaged and jaw pivot pin to be popped on one side of the tube and the jaws to be misaligned and damaged/dented/gouged, but mishandling at the customers facility is suspected. No corrective action required.

Event description:
Reported issue: during 3rd clip ligation, the user noticed a strange noise from the applier. The user found the jaws were deformed. There was no patient injury.